Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer froze when switching to device programming screen after the analyzer session had ended and measured values were being transferred to the main unit. The programmer screen turned white. Telemetry was performed again, and implantation completed without any problems. The programmer remains in use. No patient complications have been reported as a result of this event.